Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet would not pair with a g7 sensor and, after a user-initiated shutdown to reset, the ilet would not power on and displayed an alert 60 indicating a bluetooth communications error consistent with a ble board communications malfunction. Symptoms included no continuous glucose data transfer to the pump due to loss of bluetooth communication. Outcomes included the user continuing glucose monitoring via the dexcom mobile application and operating the ilet in bg run mode, with a replacement arranged. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.